Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune hypothyroidism ('autoimmune: hypothyroidism') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("pain: abdominal"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), memory impairment ("forgetfulness") and back pain ("back pain"). The patient was treated with surgery (full hysterectomy on 08-dec-2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune hypothyroidism, abdominal distension, dysmenorrhoea, menorrhagia, abdominal pain, allergy to metals, dyspareunia, vaginal discharge, fatigue, vaginal infection, memory impairment and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune hypothyroidism, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. This case is now incident. Previously reported event ¿injury¿ was coded to more specified events ¿pain: pelvic, abnormal bleeding (general), autoimmune: hypothyroidism, bloating, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), pain: abdominal, nickel allergy, dyspareunia (painful sexual intercourse), abnormal vaginal discharge, fatigue, vaginal infection, forgetfulness¿. Reporter, demographics; medical history, lab data, essure indication (amended) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.